Event description:
Impella cp was inserted in an 81 y/o male patient of for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to us unidentified. While on support the device functioned within expected range for p-7 at 2.7 l/min. There was a small hematoma noted that resolved with femstop support. It was noted that 1 unti of prbc was given. The patient was successfully weaned and explanted with no other events noted.

Manufacturer narrative:
Peri-procedural adverse event: access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. Device passed all post sterile inspection checks.

Manufacturer narrative:
Upon review of previous submissions and available information, additional codes have been added to section h for clarity and completeness. Manufacturer's reference number: (B)(4).